Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the patient experienced increased bleeding with prolonged surgical and anesthesia time. The issue occurred while the surgeon was attempting to dissect and coagulate the myoma using the monopolar curved scissors (mcs) instrument, installed on universal surgical manipulator (usm) #3. Before the event occurred, the mcs instrument was responding properly. However, about an hour after using the mcs instrument for cutting and coagulating, the customer indicated that the jaws of the mcs instrument failed to open. There was a significant amount of blood in the myoma and deposits on the jaws of the mcs instrument were preventing proper opening of the jaws. Per the surgeon, there was no more than usual char on the jaws and no tissue stuck to the instrument. The cut and coagulate settings were at 2. Attempts were made to clean the jaws of the mcs instrument, uninstalling and reinstalling the instrument, undraping and re-draping the sterile usm drape with reseating of the sterile adaptor on usm 3, with no effect. Coagulation was achieved with a fenestrated bipolar forceps instrument with blood loss amounting to 500ml. Three monopolar curved scissors instruments were used in total during the procedure. The surgeon estimated a procedural delay of 60 minutes. The patient was not administered blood. The patient did not experience post-operative complications.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and the operative complication (i.e. Bleeding) cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy procedure, the patient experienced increased bleeding with prolonged surgical and anesthesia time. The surgeon claimed that the difficulty with opening and closing the jaws of a mcs instrument contributed to the increased bleeding which was controlled with the coagulation from a bipolar forceps instrument. The surgeon believes that possible charring on the instrument's jaws might have been a contributing factor to the customer reported instrument failure.

Manufacturer narrative:
It was reported that the surgeon was not very experienced yet in robotic surgery and encountered a ¿significant amount of burnt tissue / blood was covering the jaws¿ and up to 3 instruments were used. At the beginning of use, they were responding properly, but after several cut/coagulation uses, deposits on the jaws were impeding proper opening of the monopolar curved scissors. Also, there was a significant amount of blood in the target anatomy. Although the reported event indicates ¿up to 3 instruments were used¿, review of the available information indicates a ¿significant amount of burnt tissue / blood was covering the jaws¿ and that there was a significant amount of blood in the target anatomy. The burnt tissue and blood could contribute to the report that the monopolar curved scissors (mcs) instruments were responding properly at the beginning of use, but after several cut/coagulation uses, deposits on the jaws were impeding proper opening of the monopolar curved scissors. Additionally, system log review performed on (B)(6) 2023 of the 3 instrument logs found no errors were recorded. Sn (B)(6) was confirmed to have been used in eight subsequent procedures with no complaints reported. The instrument has had continued use since the system log review as it has 1 life remaining. Sn (B)(6) was confirmed to have been used in two subsequent procedures with no complaints reported. The instrument had not been used since the system log review as it had no lives remaining on that date. Sn (B)(6) was discarded by the site and confirmed to have not been used since the system log review as it had no lives remaining on the date of the procedure. The mcs instrument subject of this reported event was discarded by the customer. On 20-mar-2023, the following additional information about the reported event was obtained: advanced technical review (results): system log investigation: a review of the advanced failure analysis for the (3) monopolar curved scissors associated with this event and no errors related to the reported event were observed.

Event description:
Refer to h10/h11 for follow-up information.